Manufacturer narrative:
Company comment: the serious event of nodule at implant site was considered expected and possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions and long-standing event suggestive of permanent damage. The potential root cause is the treatment procedure. The sculptra was intentionally misused with regards to reconstitution. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. A batch record review was performed. Sanofi confirms that no quality issues have been identified in the overall manufacturing process of the specified batch. The batch is conforming with the cgmp and to the specification requirements. Since the release of this batch, two similar adverse events of implant site nodule and granuloma skin have been reported in the USA, both events assessed to be non-serious and with outcomes as recovering. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 11-may-2023 by a registered nurse, which refers to a 63-year-old female patient. The patient had no known allergies. No information about medical history, or previous filler treatments has been provided. On an unknown date, the patient had received first and second doses of moderna covid-19 vaccine. She had no illnesses 1 month prior to injection or no dental procedures 6-12 months prior to injection. On (B)(6) 2021, the patient received treatment with total 12 ml of sculptra (lot 0j1555) to lateral cheeks, submalar region, nasolabial folds, marionettes and chin using 25g 1/2-inch needle with fanning technique for volume loss and skin aging lines. The sculptra was reconstituted with 1ml of 1% lido [lidocaine hydrochloride] with epi [epinephrine]. The sculptra was reconstituted with epinephrine (intentional device misuse). In (B)(6) 2021, the patient had experienced a nodule (implant site nodule) on her left side of the nasolabial fold and superior marionette area. On (B)(6) 2021, the hcp treated the nodule with 0.3 ml of bacteriostatic water [water for injection]. On (B)(6) 2021, the hcp treated the patient with 0.1 ml of kenalog 10 [triamcinolone acetonide]. On (B)(6) 2022, the hcp treated the nodule with 0.15 ml of bacteriostatic water. On (B)(6) 2022, the hcp treated the patient with 0.025 ml of kenalog 10 with 5 fu [fluorouraci]. On (B)(6) 2022, the hcp treated the nodule with 0.15 ml of normal saline [normal saline]. On (B)(6) 2023, the nodule was injected with 0.1 ml of hylenex [vorhyaluronidase alfa]. The hcp reported that the nodule seemed to break up with injections and the patient massaged the area vigorously with improvements, the nodule then firmed up and became visible. Outcome at the time of the report: nodule was not recovered/not resolved/ongoing. Sculptra was reconstituted with epinephrine was recovered/resolved. Tracking list: v.0 initial. V.1 fu received on 23-may-2023 from another nurse practitioner. Case upgraded to serious. Event (intentional device misuse) added. Second reporter details updated. Patient demographics, covid-19 vaccination details, concomitant medications, suspect device implant date, location, volume, needle type, lot number, expiry date, injection technique, event onset date, severity, location, reporter causality and corrective treatment details were updated. V.2 batch record review results received on 30-jun-2023.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 11-may-2023 by a registered nurse, which refers to a 63-year-old female patient. The patient had no known allergies. No information about medical history, or previous filler treatments has been provided. On an unknown date, the patient had received first and second doses of moderna covid-19 vaccine. She had no illnesses 1 month prior to injection or no dental procedures 6-12 months prior to injection. On (B)(6) 2021, the patient received treatment with total 12 ml of sculptra (lot 0j1555) to lateral cheeks, submalar region, nasolabial folds, marionettes and chin using 25g 1/2-inch needle with fanning technique for volume loss and skin aging lines. The sculptra was reconstituted with 1ml of 1% lido [lidocaine hydrochloride] with epi [epinephrine]. The sculptra was reconstituted with epinephrine (intentional device misuse). In (B)(6) 2021, the patient had experienced a nodule (implant site nodule) on her left side of the nasolabial fold and superior marionette area. On (B)(6) 2021, the hcp treated the nodule with 0.3 ml of bacteriostatic water [water for injection]. On (B)(6) 2021, the hcp treated the patient with 0.1 ml of kenalog 10 [triamcinolone acetonide]. On (B)(6) 2022, the hcp treated the nodule with 0.15 ml of bacteriostatic water. On (B)(6) 2022, the hcp treated the patient with 0.025 ml of kenalog 10 with 5 fu [fluorouraci]. On (B)(6) 2022, the hcp treated the nodule with 0.15 ml of normal saline [normal saline]. On (B)(6) 2023, the nodule was injected with 0.1 ml of hylenex [vorhyaluronidase alfa]. The hcp reported that the nodule seemed to break up with injections and the patient massaged the area vigorously with improvements, the nodule then firmed up and became visible. Outcome at the time of the report: nodule was not recovered/not resolved/ongoing. Sculptra was reconstituted with epinephrine was recovered/resolved. Tracking list: v.0 initial. V.1 fu received on 23-may-2023 from another nurse practitioner. Case upgraded to serious. Event (intentional device misuse) added. Second reporter details updated. Patient demographics, covid-19 vaccination details, concomitant medications, suspect device implant date, location, volume, needle type, lot number, expiry date, injection technique, event onset date, severity, location, reporter causality and corrective treatment details were updated.

Manufacturer narrative:
Company comment: the serious event of nodule at implant site was considered expected and possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions and long-standing event suggestive of permanent damage. The potential root cause is the treatment procedure. The sculptra was intentionally misused with regards to reconstitution. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. A batch record review will be performed to exclude a non-conforming product. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.